Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: ni. Event description: during the robotic procedure, the seal came loose and fell into the patient. We can't say exactly when it happened. In the end, we found it in the patient. Was discovered at the end and came out of the patient. No new trocar was used. Intervention: was discovered at the end and came out of the patient. No new trocar was used. Patient status: patient is ok.

Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni event description: during the robotic procedure, the seal came loose and fell into the patient. We can't say exactly when it happened. In the end, we found it in the patient. Was discovered at the end and came out of the patient. No new trocar was used. Intervention: was discovered at the end and came out of the patient. No new trocar was used. Patient status: patient is ok